Manufacturer narrative:
(B)(4).additional suspect medical device components involved in the event: model #: sc-9004-70 serial #: (B)(4) description: precision connector m1, 70cm it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a bacterial infection in the spine. The symptom included drainage and antibiotics was prescribed. The infection was not believed to be device related and it was unknown what caused it.